Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having four blood clots in lungs, nasal/throat irritation or soreness and breathing problem. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient having four blood clots in lungs, nasal/throat irritation or soreness and breathing problem.. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. There is no report of the medical intervention that the patient have received at that time. The device was returned to the manufacturer's product investigation laboratory for investigation.dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. Pil is unable to address the symptoms described. Pil can confirm the presence of contamination in the airpath. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were no instance of errors on the device. Pil was unable to confirm the presence of degraded sound abatement foam in the device. Evidence of dust contamination observed. Section d8, d9, g3 has been updated. Section h6 has been updated.